Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer had air bubbles on their reservoir. The customer's blood glucose level was 140mg/dl. The customer states there were large air bubbles in the reservoir. The issue was unable to be troubleshooting due to it being a past event. The customer was advised to monitor the device.